Manufacturer narrative:
The customer reported that the bedside vital sign monitor has a burning smell coming from the charging unit. The customer removed the vital signs monitor from the charging unit and saw visible burn marks. The unit was disassembled and inspected unit and an integrated circuit (ic) on the power supply circuit board (pcb) and signs of thermal damage was found. The inside compartment of the device also had signs of smoke. The power supply pcb was replaced and all other components of the power system including the battery and the sc-170r as base. Items listed below have been replaced. All functions were tested for an extended period of time for precaution. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
Please refer to (B)(4).

Manufacturer narrative:
The customer removed the vital signs monitor from the charging unit and saw visible burn marks. Awaiting return of device for failure investigation.